Event description:
Complainant alleged that during device testing, the device displayed a "defib fault 85" upon power up. The complainant indicated that there was no patient involvement in the reported malfunction.